Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was overheating. It was indicated that the patient used an expired product, which is misuse of the device. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.